Event description:
It was reported from surgeon via sales that an edwards aortic bioprosthetic valve model 3300tfx25mm was implanted, and the patient was diagnosed with endocarditis (B)(6). Six (6) days post operatively, leading to aortic root abscess. The valve was explanted on post operative day 15, where the patient underwent replacement of the aortic root and valve with a 23 mm human homograft, reconstrution of the aortic root, patch closure of an lv outflow tract to right atrial fistula, debridement of a large abscess cavity with cormatrix xenograft, and coronary bypass grafting x1, saphenous vein graft to the rca. The explant operative report indicates, "status post aortic valve replacement with a 25 mm pericardial valve, coronary bypass grafting x4 with a lima to the lad, vein graft to the diagonal, ramus, and om, and left carotid endarterectomy 2 weeks ago. He has had recurrent episodes of fever/chills. Cultures positive for (B)(6). He has now demonstrated on tee with increasing heart block, a root abscess and what appears to be an abscess extending into the right atrium with multiple vegetations extending into the right atrium...transverse atriotmy was performed. There were 2 rather distinct vegetations, probably 1 to 1.5 cm each, which were debrided out to clean tissue, a 1 mm probe would easily pass into the aortic root. The aorta was opened along the old aortotomy and it was obvious that there was a communication to just below the prosthetic aortic valve. There was a thin lamina coat or grayish grumous material around the right non commissure. The rest of the valve appeared to be well seated. It was removed by removing the sutures and then again taking out all the pledgets and the valve fell out without any incident...[at the end of surgery] the patient remained critical but stable, and transferred to the intensive care unit."

Manufacturer narrative:
Evaluation: method - DHR review and photos from the surgeon. Additional manufacturer narrative: report of a (B)(6) male patient status post aortic valve replacement with an edwards bioprosthetic valve (subject device), CABG x4, and left carotid endarterectomy, then six (6) days later diagnosed with endocarditis causing a root abscess which required reoperation on post operative day 15. The explanted valve was not returned to edwards for evaluation, but photos were provided by the surgeon; the provided photos show a white-grayish fibrous growth on the outflow aspect of two leaflets by the commissure, similar to cases with endocarditis-mediated vegetations. However, without return of the valve and evaluation, the type and mechanism of growth shown cannot be conclusively determined. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. A review of complaint history indicates no other related complaints received on any devices that were sterilized under the same sterility lot of the subject device. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.